Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: the device was received and evaluated. Visual inspection revealed that one of the electrodes has the cautery tip missing. The cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The electrodes will be sent to the manufacturer for the suction test and further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: two devices returned for investigation. Neither device was returned in the original packaging. Both devices are in a used condition. The suction tubes show signs of saline residue. Tissue debris visible in the active suction port on device 1. The ceramic and active tip on device 2 has fractured. There is a flat spot on the cut return cap which could be caused by an impact. The electrical test was performed, all parameters passed the test. Functional testing was conducted using vapr vue generator gml3723/4; all functions passed. Manufacturer summary: from our investigation we were unable to confirm the customer reported suction blockage. Both returned devices were found to pass flow testing specifications with no confirmed blockages. The damage seen to device 2 has not been considered as part of the complaint investigation as the end user did not report any signs of damage and it is concluded the damage occurred post procedure. The root cause of the reported failure could not be determined and no further investigation is possible. A DHR review has been performed for the complaint device(s) lot number u2106151; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (u2106151), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an arthroscopic shoulder stabilization surgery on (B)(6) 2021, it was observed that the vapr tripolar 90 suction electrode device was blocked. Another like device was used to complete the procedure. With a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.